Event description:
Related manufacturer report number: 2017865-2023-18460, related manufacturer report number: 2017865-2023-18462, related manufacturer report number: 2017865-2023-18463. It was reported that the patient presented in clinic with infection. The pacemaker, atrial lead, right ventricular lead and left ventricular lead were explanted. The explanted system was replaced with a leadless pacemaker. The patient was in stable condition.